Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The center reported that the patient¿s post-operative course was significant for bleeding, rv dysfunction, and hypotension. It was complicated by acute renal failure, thrombocytopenia, acute blood loss anemia, and sepsis. After two intubations and extubations (including intubation from (B)(6) 2017 through (B)(6) 2017), the patient and family decided to no longer escalate care. Dialysis, vasoactive drips, and the lvad were turned off. The patient expired on (B)(6) 2017 due to ischemic cardiomyopathy (icm) and multi system organ dysfunction. It was reported that the device was not returned for evaluation. The patient¿s death was not considered to be device related. It was reported that the device operated as expected. The hm3 lvas IFU lists bleeding, right heart failure, renal dysfunction, and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU cautions that right ventricular dysfunction may limit the effectiveness of the lvas due to reduced filling of the pump. The patient care and management section of this document includes a subsection entitled right heart failure. Subsections on blood pressure management and controlling infection are also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 11 days. Brand name, UDI #: the heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). A direct relationship between the device and the reported events could not be conclusively determined through this investigation. The hm3 lvas IFU lists bleeding, right heart failure, renal dysfunction, and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The hm3 lvas IFU cautions that right ventricular dysfunction may limit the effectiveness of the lvas due to reduced filling of the pump. The patient care and management section of this document includes a subsection entitled right heart failure. Subsections on blood pressure management and controlling infection are also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a post-operative course complicated by bleeding, right ventricle dysfunction and hypotension. Additional complications of acute renal failure, thrombocytopenia, acute blood loss anemia and sepsis were reported. It was reported that the patient was re-intubated twice during (B)(6) 2017. The patient and family decided to no longer escalate care and dialysis, vasoactive drips and lvad were turned off. The patient expired on (B)(6) 2017 with cause of death reported as ischemic cardiomyopathy and multi-system organ dysfunction. No further information was reported.